Event description:
Related manufacturer reference number: 2017865-2024-58547. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing and inappropriate shock on the implantable cardioverter defibrillator (ICD)and right ventricular lead (rv). The physician elected to explant and replace the ICD and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were inappropriate shock, oversensing anomaly, and high pacing impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported events of oversensing anomaly and inappropriate shock were confirmed. Visual inspection of the lead found clavicle crush breaching the inner coil lumen and abrading the polytetrafluoroethylene (ptfe) liner and nonfunctional cables at the middle region of the lead. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of inappropriate shock and oversensing anomaly was isolated to the abraded ptfe liner due to clavicle crush.

Event description:
New information received notes the right ventricular (rv) lead exhibited high out of range pacing impedance.